Event description:
Device 1 of 2, reference MFR report: 3008829311-2017-00918. Additional information received indicated the lead located at t6 and the lead located at l3 were explanted and replaced. Effective stimulation was restored.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00918. It was reported the patient ((B)(6)) is experiencing ineffective stimulation associated with the lead located at t6 (lot ab2177). The patient's additional leads are able to provide therapy. X-rays showed the lead located at t6 was fractured and the lead located at l3 (lot ab2176) had migrated. Surgical intervention may take place at a later date.